Event description:
The customer contact reported a leak. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, the customer contact reported that an unspecified volume of solution leaked from an unspecified location of the clave y-site of the tubing set. No specific details were provided. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical in interventions were required. Hospira is continuing to investigate.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represent all the info known by the reporter upon query by hospira personnel.